Manufacturer narrative:
This report is submitted on feb 19, 2024.

Event description:
Per the clinic, the patient experienced a dislodged magnet during an MRI the magnet was replaced (date unknown).

Event description:
Correction: the correct date of awareness is october 20, 2023 not october 20, 2024 as previous reported.